Manufacturer narrative:
The production device history record (DHR) for this iabp unit cannot be reviewed per getinge standard operating procedure since the serial number for the unit was not provided. Good faith efforts (gfe) attempts were made to the customer to obtain additional information on this complaint event. No response has been received, therefore no further action is required by the manufacturer. A supplemental report will be submitted if additional information becomes available. (B)(6). Not returned to manufacturer.

Event description:
It was reported that a getinge battery was purchased in march 2019, and the customer was asking for an exchange, because the cardiosave intra-aortic balloon pump ( iabp) would not detect or charge the battery. The issue was confirmed by the customer's biomed that it was only a battery issue and not the pump. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.